Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had not charged or felt stimulation for several months. It was reviewed that the ins was in possible overdischarge and that it would need to be jump-started. The patient was getting an MRI unrelated to the device/therapy. No further complications were reported. Additional information received from the healthcare provider (hcp). It was reported that the patient hadn't contacted them since 2014 and that they weren't aware of any complaints or resolutions. The patient's weight was (B)(6) as of (B)(6) 2014. Additional information was received from the consumer. "Over charged," was reported by the patient when asked for steps taken to resolve the lack of stimulation (possible over-discharge). The patient also reported they would be getting a new battery. The patient reported they weighed (B)(6) pounds. There were no further complications reported/anticipated.